Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor could not recognize test ECG electrodes or therapy electrodes (te). The cause of the inability to recognize the electrodes is a lack of driven ground. The cause of the lack of driven ground is an open r781 resistor. The root cause of the open resistor cannot be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.